Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. Rf communication issue was confirmed. Final analysis found that as received with normal output, normal inductive telemetry, and no rf communication. Power reset and product code reload did not restore the device¿s normal rf telemetry. The reported issue was consistent with a hybrid anomaly. Despite extensive efforts, the anomalous component on the hybrid could not be determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for an implant procedure. During pre-procedure device preparation, the pacemaker was unable to be interrogated. The device was not used and replaced. The patient was in stable condition.